Event description:
There was no patient involved in this event. The device was observed switching on automatically.

Manufacturer narrative:
The history log for the device showed the pad-pak was first installed successfully in (B)(6) 2011 and performed to specification alongside random manual power ons, up to and including the last log entry on the (B)(6) 2015. Investigation was unable to replicate or find conclusive evidence of the reported fault. Previous experience has shown that faults of the reported nature can be characterised by multiple manual power ups, mainly of 10 minutes duration, due to a membrane failure. It is therefore assumed that the customer returned the device in response to field safety corrective action, despite not observing the reported fault. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.